Event description:
It was reported that the device was used during a laparoscopic inguinal hernia repair. It was reported by the rep that the ems stapler jammed. Another insturment was opened to complete the case. There was no consequence to the pt.